Event description:
Per the clinic, the patient was hospitalised due to infection over the implant site (specific date not reported). The patient was treated with IV antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted (specific date not reported) and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on november,25,2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 6, 2023.